Event description:
This report addresses a connection issue in reference to the transfer set. During follow up with a care giver(cg), the cg reported a connection issue between the metal (adapter) and plastic piece (transfer set) of the home patient's (hp) "connector piece". The cg stated the metal piece (adapter) came apart causing air to get in and cause the alarm. The cg was asked if the connection issue was on the catheter or the transfer set. The cg stated it was on the line coming out of the hp and not on the line of the cassette. Therapy has been going well since the reported incident. No further information was given. There was patient involvement but no injury or medical intervention was

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue was undetermined. Since the lot number is unknown, no batch review was performed. The 510k are unknown as the product code is unknown.